Event description:
It was reported that, during a surgery, the tip of the compression intertan 7.0mm comp screw starter drill broke off inside the patient during nail procedure. Tip is still inside the patient. The procedure was able to be completed with the same device, without delay.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation but the pictures were reviewed, and revealed that the tip of the drill broke off. The clinical/medical investigation concluded that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill tip breakage could not be determined. The compression intertan 7.0mm comp screw starter drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we cannot make any conclusions on the impact of the non-implantable foreign body. Although, we cannot rule out the possibility of micro-motion and/or migration, and local irritation/discomfort of the retained drill tip. According to the report, the procedure was able to be completed with the same device, without delay. Therefore, no further medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.